Event description:
It was reported that a physician trained in the use of the prostar xl device using a preclose technique, attempted arteriotomy closure of the right common femoral artery after an endovascular aneurysm repair (evar). Reportedly, during the deployment, the needles did not come up to be retrieved. The device was removed and after the evar procedure, a cut down was done. There was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). Investigation of the returned device found that the handle and needles were in backdown position. There were 2 white suture tails approximately 1/4 inches exposed at the guide. The suture bight was inside the coiled suture lumen. The green suture and one of the coiled suture lumens were not returned. The needle slots and suture ports appeared normal. There was a needle strike mark on the barrel face. There were no abnormal observations with the condition of the device that could have contributed to the reported event. The evidence of the needle strike mark on the barrel face suggested that the needle might have been deflected by an unidentified cause. Deploying the device at an angle greater than 45 degrees, or anatomical conditions such as obesity or calcification/scarring can deflect the needles. Based on the investigation findings, the probable root cause for the needle strike marks on the barrel face is related to the operational context in which the device was used. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.(B)(6).